Manufacturer narrative:
Post market surveillance for med consumables. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Although requested, patient demographics not provided.

Event description:
The customer reported that during contrast injection using a nonbd CT insection system, the tubing broke and contrast leaked out. There was no harm.